Manufacturer narrative:
Concomitant product(s). Model: 310c27, tissue heart valve; implanted: (B)(6)2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) and a remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the patients right ventricular (rv) lead exhibited t-wave oversensing (twos). Follow-up was completed and it was verified that no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.